Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc has foreign matter on the needle. The following information was provided by the initial reporter: yesterday the ed tech that was working identified a 20 gauge IV catheter with an abnormal particle on the needle 17 apr. 1. Can you please provide the material and lot number associated with reported issue? Material # is the same; however, the lot number is unknown. 2. Can you please provide an exact date of event? Exact date is unknown. 3. Describe any patient harm, injury, complication, or negative outcome that occurred as a result of the event. No patient involvement.

Manufacturer narrative:
Investigation results: the complaint of particles on the needle was confirmed from the photograph that was provided for investigation. The photo showed only the IV catheter tubing and the tip of the needle. A light grey and possibly translucent material was noted at the needle tip. Without the physical sample, the material property and source could not be determined. The material may have been residual lubrication or material that was introduced after the packaging was opened. The reported threading issue may have been associated with the reported particles on the needle. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
No additional information